Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized for both hypoglycemia and hyperglycemia. Customer blood glucose level at the time of incident was 24 mg/dl and his current blood glucose level was 253 mg/dl. Customer stated that the blood glucose level was ranging from 300 mg/dl to 500 mg/dl. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.